Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer shut down. The programmer was left on overnight and through the morning and did not shut down. The customer comment that the programmer was unable to remain on once it was unplugged from the power cord was confirmed. It was noted that the programmer was not able to charge the provided battery which was an old battery and was fully discharged. The programmer did not stay powered on using the provided battery only. No power supply was returned. The battery was replaced and the programmer then passed all safety, console, and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer shut down sporadically and after a couple of minutes of no use. It was further reported that the programmer was unable remain on once it was unplugged from the power cord. There was no patient involvement.